Event description:
Clip applier difficulty in deploying. One clip failed to close and needed to be retrieved another clip failed to close completely and became jammed in clip # applier (removed by hemostat). Then, another clip failed to deploy and had to be retrieved from pt. All successfully retrieved.